Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, during one occurrence, the customer entered a value of "30" into the bg tab instead of the carbohydrates tab. The customer reported a bolus was not delivered from the inaccurate values, and the customer backs out of the bolus tab when the mistake is made. The customer reported that a low bg level was not occurring at the time, and the event did not impact bg level.